Manufacturer narrative:
Previously reported g3 should have been (B)(6) 2021 rather than (B)(6) 2021.

Event description:
It was reported that the presented for an unrelated surgical procedure. During the procedure the implantable cardioverter defibrillator sensed noise from electrocautery and delivered multiple inappropriate shocks. The device sensing algorithm switched to passive due to perceived under-sensing on the discrimination channel. Subsequent programming interventions were made. The patient was stable.